Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernial surgical procedure, the force bipolar instrument wrist cable was frayed, and a fragment fell into the patient. The fragment was retrieved with a backup instrument and were not available for return. The fragment did not fall into the patient due to an instrument collision. The instrument wrist was straightened upon removal. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no visual damage. The surgeon believed that stress on the cable may have cause the frayed cable. The instrument was used throughout the entire case prior to the issue. The surgeon did not notice any functionality issues during the procedure. The surgeon finished the case with the instrument as the damage was noticed at the end of the case. The fragment was retrieved with a laparoscopic grasper which was inserted to remove the fragment. Only one fragment was seen and confirmed to be removed. There were no additional procedures or x-rays needed. The procedure was completed with no reported additional impact to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a frayed cable and fragment fall, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. The product has not been received for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A follow-up MDR will be submitted if additional information becomes available. A review of the provided images was performed by an isi advance failure engineer (afe). The following additional information was provided: "it is a bit difficult to tell but it looks like the force bipolar instrument grip cable may be frayed. The instrument would need to be returned to determine if the fragment came from the instrument."

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis. Additional observations not related to the customer-reported complaint were also observed. The force bipolar instrument was found to have damage to the insulation of the conductor wire. The conductor wire's insulation was found gouged at the yaw pulley distal end with no exposed internal wire. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.